Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after surgery, the doctor ordered retention on august 16th, and found that the fluid in the catheter balloon could not be pumped out and extubation was difficult, so the catheter balloon tube was cut to make the fluid in the balloon flow out. The fluid did not flow out, so the extubation could not be done and catheterization treatment was delayed. Immediately zebra guide wire was used to unclog, the balloon was punctured and the tube was successfully extubed, and the patient was re-catheterized and the adverse events were improved.